Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
During the operation, the surgeon rotated the handle of the inserter to make the hook out of the hansson pin but it failed. The surgeon extracted the hansson pin out of the patient and found that the hook rotated and changed its position to the side. The surgeon used other hansson pin to finish the operation.